Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e4, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: high-voltage board failure. However, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
E1: complete customer name -(B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the subject generator gave a 433 error. There was no patient involvement.